Event description:
User received negative and erroneous results for several assays that repeated normal. Total number of patient samples affected was not provided. Two examples were provided. Sample 1 initial glucose result 150 mg/dl, repeat gave 94 mg/dl on another analyzer and 92 mg/dl on this analyzer in 2008. Sample 2 initial glucose result 147 mg/dl, repeat gave 108 mg/dl on another analyzer and 108 mg/dl on this analyzer on the same day; initial total bilirubin result 0.9 mg/dl, repeat gave 0.3 mg/dl on another analyzer and 0.3 mg/dl on this analyzer on the same day. Initial results were reported. User was unable to provide any information regarding treatments given. The field service representative determined an inner bath window was leaking and replaced it. He also noted he cleaned all the optics and incubation water bath and replaced the lamp and cells. Performance tests were performed.